Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. Analysis revealed that there is no significant anomaly with the extension. The extension was returned segmented, but there was no impact to electrical functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the ins was functionally okay and had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 748351, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 748351, serial/lot #: (B)(4), ubd: 27-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported that suddenly, and apparently with no fall/injury/event, the patient started experiencing acute and severe pain in the left side of his neck. He was hospitalized. During his time, he would have random and sometimes ongoing spasm pains in his neck, that improved when stimulation was turned off and then would return when stimulation was turned back on. It was the worst at his normal setting of 2.5volts/60 microseconds/130hertz. It was tolerable at lower, but not clinically meaningful settings, which was 1.0 volts. Environmental/external/patient factors that may have led or contributed to the issue include the patient had some falls over the years, but nothing that seemed to correlate with when the pain started. Diagnostics/troubleshooting included impedance tests (in multiple positions) revealing no irregularities. They were in a monopolar setting of case+0-. Attempts were made to try case+1- and bipolar0-1+ to see if that would help, but nothing relieved pain when used. Interventions/actions included initially the healthcare provider was only going to replace the extension wire, but because they had no way of testing to see if the ins was/was not involved, they chose to replace the ins as well. The issue is reported to be resolved. Post-operative, the wife and patient reported that they were "back to normal" with no pain. The ins and extension are expected to be returned for analysis. No further complications were reported or anticipated.